Event description:
The customer contact reported that the door was broken. The device was returned to the biomedical dept with an unsigned note which reported that the device door was broken. No tracking info was provided; therefore, specific patient info, pump programming and event details were not available. The customer contact reported that the door was broken; however, the customer reported that there was no noted broken door roller or broken door roller pin. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device door had a broken door roller.

Manufacturer narrative:
The device was received. During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.